Manufacturer narrative:
.

Event description:
The hcp reported a pt underwent replacement of their catheter (after 106 months implant duration) due to a kink/occlusion. The specific location of the occlusion was not reported. The issue was detected by an inability to aspirate fluid from the catheter. The pt was asymptomatic. The device was explanted and replaced and the pt recovered without sequela.